Event description:
Reference number (B)(4). Event occurred in hong kong. It was reported that the patient faced an event of infusion set was leaking at the tubing or quick release on (B)(6) 2024. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: hong kong.

Manufacturer narrative:
The information in this complaint (B)(4) has been evaluated has been evaluated has been evaluated for the malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). The lot 5391102 in question was manufactured at the reynosa site). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: the reference samples for the lot 5391102 have already been previously tested. Visual test according to work instruction (wi) version 3 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Functional leak test 2 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing of quick set. The lot 5391102 was manufactured according to the wi version 71 and packaging in the multivac m12, on 09/jun/2022, with a total of (B)(4) units. Assembly of quick set: the lot 5391932 was manufactured according to the wi version 23 assembled in the quickset line, on 08/jun/2022, with a total of (B)(4) units. Gluing of quick set the lot 5391915 was manufactured according to the wi version 37 in the gluing of quick set line 4,5 & 8, on 06/jun/2022, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 08/apr/2025 against malfunction leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 5391102 and no other complaints have been registered in databse for the same lot 5391102 and malfunction code. A second query was run in database on 28/apr/2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 5391102 and another 1 complaint has been registered in tw for the same lot number 5391102 and malfunction code. Conclusion summary of the related event. As a result of the following: no defect on tests for reference samples, no harm reported, no non-conformance (nc) raised during production related to complaint code, only one complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation or CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.